Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump alarmed motion sensor test failure after they were hospitalized for high blood glucose. The customer¿s blood glucose level was 324 mg/dl at the time of the incident. The pump was going though rewind and initialization in a continuous loop. The customer went as high as 378 mg/dl in the week preceding the high incident. Troubleshooting was not completed. The customer was given manual injections and pens to treat their highs. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during bolus delivery and then had constant motion sensor test failure alarm during the rewind test due to motor encoder signal out of phase. Device passed the stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to constant motion sensor test failure alarm during rewind. Device had cracked reservoir tube lip.